Event description:
During troubleshooting of an unrelated alarm, it was reported that it looked like the home choice (hc) was spraying solution. The event occurred during prime on the home choice (hc). The home patient (hp) stated they could not note where the leak was coming from. The care giver (cg) stated the floor was wet. The technical service representative (tsr) recommended the use of manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.